Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the pump will push the piston and shoot the insulin out of the tubing. Customer is pregnant and is having issues controlling her sugars. Customer stated that the up and down arrow buttons do not work all the time. Customer stated that her sites go bad and the insulin comes out of her site. Customer is taking a lot of insulin. Customer's whole site is saturated with insulin and customer is not sure where it is coming out. Customer reported that the alarm happened 2 weeks ago. Customer does not have back-up plan. Customer's blood glucose level was 177 mg/dl. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.